Manufacturer narrative:
A separate report has been filed for the pacemaker implant. This device remains implanted. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; the root cause of this complaint could not be determined with the information provided.

Event description:
Medtronic received information that a moderate paravalvular leak (pvl) was observed after the implant of this transcatheter bioprosthetic valve. The pvl was resolved with successful implant of a second valve. It was reported that a permanent pacemaker was then implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.